Manufacturer narrative:
The pump passed the displacement test and self test. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded traces and history file using thump. Please see below for pump errors/alarms noted 2 days prior to the event date 24-mar-2024 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 11:13:04.000. (B)(6) 2024 11:45:51.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 11:11:12.000. (B)(6) 2024 11:11:35.000. (B)(6) 2024 11:12:12.000. (B)(6) 2024 11:12:28.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 11:13:21.000 pump error 15 alarm (linenumber 442 filenumber 38) was recorded and found in the formatted history file on: (B)(6) 2024 11:11:09.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 15 alarm (linenumber 442 filenumber 38) was confirmed according in the formatted history file, suspected on hw. Pump error 23 alarm was expected since the pump restarted due to pump error 15 alarm. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Customer alleged for pump error 23 alarm was not confirmed. However, pump error 15 alarm (linenumber 442 filenumber 38) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced post-reset ram crc alarm (pump error 23). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed the issue customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. Customer will discontinue using the pump.